Manufacturer narrative:
The returned device was evaluated. During evaluation, the lcd screen was found to be scrambled. Once the unit was powered off and then powered on, the display issue was resolved and the unit functioned as designed.

Event description:
It was reported the unit had a distorted display when powered on. There were vertical lines observed, making the display completely unreadable. There is no report of any patient impact or consequence as a result of the issue.